Event description:
It was reported that pumps were alarming for downstream occlusions when blood was being administered. No adverse events or injuries occurred because of this.

Manufacturer narrative:
MFR reference number: (B)(4). The customer did not return the device involved in the event, therefore no eval can be performed. If the device is returned in the future, an eval will be performed.